Event description:
It was reported that the device was received with physical damaged. There was no patient involvement and no patient adverse/harm reported.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 1/22/2024. H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported problem was confirmed. The electronic alarms were operating properly; however the device was not cycling and was exhibiting continuous flow. The cause of the issue was found to be a faulty input manifold o-ring. The o-ring was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.